Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented the hospital after experiencing a syncopal event. A remote interrogation was performed which showed the device to be operating as programmed, however it was noted tha the device had stored episodes eight days earlier. Boston scientific technical services (ts) was consulted and discussed that they were unable to review the stored episodes via the remote interrogation and noted a full interrogation with the programmer would need to be performed. Attempts to obtain further information were unsuccessful. At this time the system remains in service and no adverse patient effects were reported.